Manufacturer narrative:
This is not an implantable device. (B)(6). Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and scarce amounts of viscoelastic solution was observed inside the cartridge. Residues which appear to be body fluid were observed at the cartridge tip. The cartridge tip was also observed deformed and cracked. The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests were requests for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a platinum cartridge broke whilst in the eye. After post op visit, it was determined that the patient required an increase in maxidex to 4 times a day, which is normally taken 3 times a day. Patient outcome: normal post-op review on day 1. Visual acuity pre-op 6/9 to 6/12 visual acuity post op 6/60, pin hole 6/9 post op day 1 (2 hours after surgery).